Event description:
Male brought to e.r. Via ems in cardiac arrest. Per ems pt felt dizzy at home and fell. CPR performed by ems prior to arrival. Noted by paramedics, asystole, pacer, spikes only. Noted by ER physician pacemaker, no capture, spikes only. Medtronic rep present to evaluate device. Pt had history of aicd implant in 2004, cardiopulmonary resuscitation continued in the ER, medications given, unfortunately pt expired.